Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review could not be performed because remote system logs were not available. Section a additional patient information: body mass index (bmi) - 19.47 kg/m2 .

Event description:
A patient who was enrolled in a study underwent a da vinci assisted bilateral nipple sparing mastectomy surgical procedure. Intra-operatively, a skin burn/thermal injury was observed on the left breast by the case support engineer. There was no reported cause of the burn. The physician reported the severity as mild, possibly related to the study device and not related to the reconstruction procedure and not related to the patient's pre-existing condition. The treatment was reported as xeroform daily to the burns and the event outcome is documented as ongoing. The patient was discharged the day after surgery. There were no device malfunctions associated with the event.